Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description and what is stated by the physician and sales rep. There is no evidence to suggest that the device was not manufactured to specifications. Accordingly to sales rep: "I suppose that it was highly possible that the frayed sheath tip was caught on anastomosis site or slight tortuous point of/in the blood vessel prothesis" it is possible that the sheath got frayed during the advancement which may have caused the advancement difficulties. Unfortunately, we are unable to give an exact root cause to this incident and no conclusion can be drawn. IFU states: "inspect the device and packaging to verify that no damage has occurred as a result of shipping...if damage has occurred, do not use the product and return to cook." Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair with right approach. The patient had undergone blood vessel prothesis implantation for aaa before though, the physician judged that the patient was suitable for endovascular repair and it would be no problem to advance the delivery system of the device since inner lumen of the vessel was more than 9 mm. The procedure was planned using zteg-2p-38-202-pf as a proximal component and zteg-2p-42-162-pf as a distal component, placing the proximal component first then the distal one next. The proximal component was placed as planned. Since the delivery system of the proximal device could advance with no problem, the delivery system of the distal component was advanced without any concern. However, it was caught on the blood vessel prothesis. Then, the physician inspected the delivery system since he felt resistance in the sheath tip. It was confirmed that the sheath tip was slightly frayed. As there was no same-sized product, zteg-2p-42-216-pf was used instead. It could pass through the point where the complaint device was caught without any difficulty and the stent graft was placed though overlap became longer than planned. The procedure was completed with no problems. Patient outcome: there have been no adverse effects to the patient reported.